Event description:
Customer reported underdelivery. Customer reported there were no pt injuries associated with this report. Incident occurred during biomed testing. No add'l info was provided regarding pt.